Event description:
On (B)(6) 2010, the patient reported that, while she was trying to change the insulin cartridge of her infusion device, the piston rod began to retract but her device then displayed an e10 (cartridge error). She said when she looked at the piston rod it looked "as if the washer on the piston rod is bent." The patient verified she is using the proper battery type and that her device is properly set to alkaline. She stated it has been at least 2-3 weeks since she changed the battery. The patient was instructed to perform the 'change cartridge' procedure again and try to retract the piston rod. She stated the piston rod is not retracting but her device is displaying 'returning piston rod.' No abnormal noise occurred. Her device displayed an e10. She was instructed to change to a new battery. She did so and tried to perform the 'change cartridge' procedure. The piston rod began retracting but then stopped. She stated the "black piece" on the end of the piston rod fell off and out of her device while the piston rod was retracting. The e10 continued to display. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.